Event description:
On 08/01/08, the patient reported an elevated blood glucose reading of "hi" with his recommended range being 80-120 mg/dl. His symptom was thirst and he corrected his reading by giving himself an injection of insulin. He stated that yesterday at 1:00 pm, he changed his insulin infusion device cartridge, piston rod, batteries, infusion set headset and tubing. He said at 5:30 pm he received occlusion messages on his infusion device which he cleared but did not change any of his supplies. He stated he received another occlusion message this morning which he has not been able to clear. To troubleshoot, the patient was instructed to disconnect from his device and bolus out of the tubing. The device gave an occlusion message. The patient was then instructed to disconnect the tubing and bolus out of the cartridge which he did without error. The patient attached a new tubing and primed without error. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.